Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between feb 15, 2024 and may 30, 2024. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
A doctor reported that a patient has blurry vision with a toric intraocular lens (iol) and that the patient does not have vision they are satisfied with. It was indicated that the patient did not like the feeling of filmy vision, even with correction ( refractive se was -0.25). The doctor was planning to explant and replace the iol. Through follow ups, it was learned that the explant occurred on (B)(6) 2024 and that a johnson & johnson toric lens of different model and lower diopter (dxw225 5.5d) was implanted in the patient¿s left eye as a replacement. No other ocular issues reported. It was noted that during the lens exchange there appeared to be quite a lot of capsular fibrosis and even some contracture. Nevertheless, the exchange appeared to be successful. There are no other planned procedures. No patient injury reported. No further information was provided.